Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no reported adverse impact to customer's blood glucose. Technical support instructed the caller to try several troubleshooting steps, including using different wall outlets and charging cables, but these did not resolve the issue. Reportedly, customer contacted their healthcare provider to obtain an alternate method of insulin therapy.